Event description:
On (B)(4) 2013, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to their feelings and or normal results. The reporter claimed obtaining blood glucose readings of 397 mg/dl with the subject meter. This complaint is being reported because the control solution test that was performed during troubleshooting had failed and the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.